Manufacturer narrative:
E1.initial reporter address 1: (B)(6). E1.initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that spring tip at the distal end was found stretched with the core wire detached/separated; in addition, the tip of the wire is broken and not returned. Microscopic inspection revealed that spring tip at the distal end stretched with the core wire detached/separated and the tip of the wire broken and not returned confirmed. Dimensional inspection revealed that the medium and proximal overall dimension matches with the specification. Overall length and distal was not measured due to stretched spring tip.

Event description:
It was reported that the rotawire got separated. A 330cm rotawire and rotablator were selected for use. During the procedure, it was noted that the opaque part of the distal tip of the rotawire was separated inside the body. The proximal side of the wire was successfully removed. However, the distal side remained on the right coronary artery peripheral blood vessel. An attempt was made to removed the fragment but it could not be removed and was left as it was. The remained distal side of the wire has no problems to the patient. Follow-up observation will be performed with the fragment. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire got separated. A 330cm rotawire and rotablator were selected for use. During the procedure, it was noted that the opaque part of the distal tip of the rotawire was separated inside the body. The proximal side of the wire was successfully removed. However, the distal side remained on the right coronary artery peripheral blood vessel. An attempt was made to removed the fragment but it could not be removed and was left as it was. The remained distal side of the wire has no problems to the patient. Follow-up observation will be performed with the fragment. The procedure was completed with another of the same device. No patient complications reported.